Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass, the device was used on the patient, the device was able to be used without problems at the first three firings, but when connecting the fourth cartridge, the handle stops operating. The display began to indicate no illustration and was divided vertically into two parts of black and white. The doctor puts the handle down and used another handle to continue the procedure. There was no patient injury.